Event description:
Implant was broken during insertion. Broken fragment was removed from the site. Device provided a good level of fixation and surgeon left it in the joint. If a malfunction were to recur it could require surgical intervention to correct the problem at the time of the event to prevent pt injury.